Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis, however performance data wascollected from the device and analyzed. Analysis revealed a full electrical reset. There was a critical ram parity error on (B)(6) 2016, but the severity is low and the device is expected to fully recover after the reset. (B)(4).

Event description:
It was reported that the patient experienced weakness in the legs and presented to the emergency room. Ventricular pacing was occurring at 65 beats per minute, but there was av desynchrony due to a device reset and its change from the patient's original parameters. It was noted that the patient had radiation therapy, and then the electrical reset warning was displayed on interrogation. The device settings were reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.